Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The field experience of an output anomaly was verified in the laboratory. A polish mark was observed on the ICD can. It is beleived that during high voltage therapy delivery, the lead arced and shorted the high voltage output circuitry within the ICD.

Event description:
It was reported that an alert message of possible output anomaly was noted after the patient received an appropriate shock. The ICD was explanted and replaced.